Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the image was foggy. Additional information confirmed a replacement was used to complete the procedure successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: foggy. Probable root cause: ¿ laser welding seal failure ¿ distal/proximal window solder failure ¿ damage to optical train ¿ damage to needle ¿ damage to distal or proximal windows ¿ moisture intrusion ¿ end of life wear-out ¿ environmental disturbance: endoscope colder than dew point ¿ environmental disturbance: fluid entrapment between the coupler and eyepiece junction (eyepiece only) ¿ use error. The device manufacture date is not known.

Event description:
It was reported that the image was foggy. Additional information confirmed a replacement was used to complete the procedure successfully.

Event description:
It was reported that the fogging could be wiped off. The same device could be used to complete the procedure. The foggy camera head and scope may cause user inconvenience but did not result in any adverse consequences. Therefore making this event not reportable.

Manufacturer narrative:
Alleged failure: foggy probable root cause: laser welding seal failure, distal/proximal window solder failure, damage to optical train, damage to needle, damage to distal or proximal windows, moisture intrusion, end of life wear-out, environmental disturbance: endoscope colder than dew point, environmental disturbance: fluid entrapment between the coupler and eyepiece junction (eyepiece only), use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. *note: the investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: hi all, it¿s actually been 2 arthroscopy cases and 3 scopes. The first case was wednesday with a 4k eyepiece scope. When we started it was perfect and then 5 minutes in, the scope started fogging. The surgeon repeatedly took the scope out of the shoulder joint, handed the camera and scope to the tech and waited while the eyepiece and coupler were cleaned. Today it was 4k c-mount. Everything was perfect at the start. 5 minutes in, same as before it started fogging. My tray had a coupler in it so we decided to tray the smith nephew eyepiece lens that was open on the back table. When we put the scope in it was the same thing. 5 minutes and it started fogging. I turned off autolight, the tech cleaned the lenses, and the case was completed without anymore fogging issues. Please advise. Thanks, mike salesforce case number (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause in relation to the complaint as the scope did not have any observances with the quality of the image. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.